Manufacturer narrative:
The reported events of failure to capture and sense were confirmed. As received, a complete lead was returned for evaluation. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test implantable cardioverter defibrillator (ICD) device but failed to insert into the test connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.

Event description:
Related manufacturing reference number: 2017865-2021-36813. Related manufacturing reference number: 2017865-2021-36814. It was reported that during an implant procedure on (B)(6) 2021 the atrial lead, right ventricular (rv) lead, and left ventricular (lv) lead were implanted in succession. The atrial lead was implanted successfully. When implanting the right ventricular (rv) lead, the stylet couldn't be fully inserted and a new stylet was used, prolonging the surgery. When implanting the left ventricular (lv) lead, there was high capture threshold and device sensing problem, further prolonging the surgery. Due to the prolonged surgery the patient developed a stroke, the operation was stopped and the atrial, rv, and lv leads removed. The patient was stable.